Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm (line number 1935 file number 0) is found in the formatted history file due to a software error as per global logic analysis (esf# 3637736). Device received with cracked keypad at select button. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected the critical block and inverse critical block did not add to zero. Alarms noted during testing however, the critical block and inverse critical block did not add to zero is found in the formatted history file due to a software error as per global logic analysis unit received with cracked keypad at select button.

Event description:
Information received by medtronic indicated that the insulin pump had issues with automode where insulin pump had been warming up for 4 days after which insulin pump showed pump error. Customer was able to clear the alarm and able to complete the insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.